Manufacturer narrative:
Concomitant medical products: 511212 greatbatch med lead, implanted: (b)(6. 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the rv coil and high/undefined impedance on the superior vena cava (svc) coil. During the lead revision that the rv coil was not tightly connected to the header of the cardiac resynchronization therapy defibrillator (crt-d). The lead and device were revised and connections reassessed. The lead and device remain in use. No patient complications have been reported as a result of this event.